Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1c24a1, medical device expiration date: 2024-03-24, device manufacture date: 2021-08-05. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the rubber of the distal needle (sleeve) didn't recover to its initial position, and there was the extravasation of blood between the exchange of tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-15. Investigation summary: bd received 1 contaminated sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure modes for sleeve recovery/leakage with the incident lot was observed. Customer sample was visually examined and the issues were observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve recovery/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed for the indicated failure modes. From the entry description, the number of blood tube used was excessive (65pcs), and thus, it was conceivable that the reported event occurred because the silicone on the needle was scrapped off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the rubber of the distal needle (sleeve) didn't recover to its initial position, and there was the extravasation of blood between the exchange of tubes.".